Manufacturer narrative:
Customer has indicated that the product will not be returned to orthopediatrics for investigation. The screw shaft is implanted and the screw head was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the head of a 4.5 cortical crew broke off upon tightening in an lpf case. The screw remained in the patient and the head was retained by the hospital. No adverse events have been reported as a result of the malfunction.